Event description:
The customer reported that she believes the insulin pump is not delivering insulin. The blood glucose reading was 309mg/dl. The caller stated that she removed the cannula the day before and it was bent. Troubleshooting was performed. The basal rates and bolus wizard settings were correct. The displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.